Event description:
Caller reports pt tested 6.2 inr on the coaguchek xs system and 4.4 inr on a comparison lab. Coumadin was held for two days based on lab result; no action taken based on device result. No adverse event reported. Requested return of suspect system and replacement sent.